Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of units revealed that the right-angle extension cable and the power cord was in good condition, but the power supply was defective (has exposed wires) therefore, a golden power supply was used throughout the diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This complaint does not fall under (B)(4).

Event description:
The patient reported that sparking was observed and there were exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.